Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: gyne procedure. Event description: guide bead was identified and retrieved from patient during a gynecologic procedure, 2 years after a laparoscopic cholecystectomy. The tm will ask the surgeon whether they had to convert to open in order to retrieve the guide bead. Type of intervention:unk. Patient status:unk.

Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. However, a photo the guide bead that was retrieved was provided by the complainant. Visual inspection of the photo confirmed the complainant's experience. Remnants of the tissue bag were found on the guide bead. Based on the photo of the event unit, it is likely that the tissue bag came into contact with a sharp instrument. The instructions for use precaution states, "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Event description:
Additional info received from applied team member, 13th september: during the tah/bso they discovered that the appendix was adhered to the ovary. The general surgeon then assisted and performed an appendectomy. It was at this point during the procedure the bead was identified in the right ileac fossa. There seem to be frayed remnants of the bag attached to the bead the bead will be returned for investigation however hospital is conducting their own in-house investigation so are unable to release it yet. The surgeon was already performing an open surgery (tah/bso) the bead was found approximately in the right ileac fossa. The patient is doing well the original surgery was in fact 6years ago in 2011 and the consultant (B)(6) could not recall any peculiarities or unusual occurrences. The notes suggested an uneventful, standard procedure. He could not remember if he or a registrar had performed this specific procedure, but no complications were reported. If he was operating then he was familiar with the inzii bag, but that could not be known if it was his registrar.